Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, the physician completed one pass in the target vessel using the catrx and sheath. Upon removal of the catrx to take an image, the proximal end broke. The catrx was then completely removed and no longer used for the remainder of the procedure. The physician continued the procedure using another catrx. It was reported that the second catrx was not able to remove all of the clot; therefore, it was also removed. The procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder